Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via call that they had low blood glucose value of 53mg/dl also the insulin pump's motor arm couldn't communicate with the main arm and pump error was detected. The customer was unable to rewind the pump. The insulin pump passed self test. The product will not be returned for analysis.